Event description:
It was reported to hill-rom that during a transfer with a likolight from bed to wheelchair the lift arm dropped. The only information provided regarding possible injuries is that the patient injured his back. MFR - 8030916-2014-00029.